Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic roux en y procedure, the used device needle came off and fell into the cavity of the patient and it was retrieved using a grasper. To complete the procedure, the physician used another device and reload and it worked well. No harm was caused to the patient. The reload was discarded by the customer, but the device is expected to be returned for evaluation.